Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for damaged- scratch on tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use with 2700 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the tubes were damaged. The following information was provided by the initial reporter, translated from chinese to english: on 7th dec. The distributor reported that there was scratch on tube . According to random check, the affected quantity was 2700.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 2700 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the tubes were damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: on 7th dec. The distributor reported that there was scratch on tube . According to random check, the affected quantity was 2700.